Manufacturer narrative:
It was reported that an alarm for tidal volume occurred. A vendor inspected the unit and determined that a sensor fault had occurred. Per good faith effort (gfe) response, the customer inquired a third party to replace the flow sensor assembly. The customer inquired a third party to replace the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for tidal volume occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. A vendor inspected the unit and determined that a sensor fault had occurred. Investigation is ongoing.